Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they charged their implant and this morning the ins battery level suddenly went down from 100% to 30%. Pt said they already decreased the therapy where they can barely feel the stimulation. Agent reviewed information. During the call pt was charging the ins showed 30% with excellent connection. Agent redirected pt to their healthcare provider (hcp) to further address the issue. Pt said they will contact their manufacturer representative (rep) .